Manufacturer narrative:
The rotor tractor for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed, though mechanical wear was found on the inner belt teeth.

Manufacturer narrative:
While troubleshooting the imaging system, it was reported that the lower dingus of the imaging system was damaged. To resolve the reported issue, the lower dingus and bracket was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect dingus has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The right dingus on the system was returned to the manufacturer. The part failed visual inspection as it showed physical damage. The dingus pin was bent and became caught in the allocated positioning slot, unable to pivot correctly. The pin mounting bases was damaged, bent. The gantry motion control box was returned to the manufacturer for evaluation. The reported issue could not be confirmed. The part passed all tests and performed as expected. No fault was found.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the rotor tractor motor and gantry motion controller were damaged. It was reported that both components were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect rotor tractor motor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door of the imaging system could not open. The gantry door was then opened manually, when opening a popping noise was heard emitting from the imaging system and the site was able to open the door after actuating the door. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. No additional information was provided.